Manufacturer narrative:
Add'l information, has been requested and if received, will be supplied on a supplemental report.

Event description:
It was reported that, "dislocated bipolar hip. Bipolar head disassociated from femoral head during attempt to close reduce hip." Pt was revised.